Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystourethroscopy.

Event description:
It was reported that the patient concurrently underwent cystourethroscopy.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent urethrolysis, excision of mesh on (B)(6) 2011, due to pelvic pain, sui, obstructive voiding symptoms, uti. No additional information was provided.